Event description:
During evaluation, the pvc film of three (3) homechoice cassettes was separated from the clear acrylic molded cassette which resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: three (3) actual devices were received for evaluation. Visual inspection was performed and the pvc film was separated from clear acrylic molded cassette at one of the bottom corners. Pressure testing was performed and a leak was observed in all samples due to the pvc film being lifted from the acrylic mold. The cause was determined to be a manufacturing-related issue that occurred during the welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.